Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4). The full lead was returned and analyzed. It was noted that the inner insulation torn. There were distal conductor blood/body fluid (not obstructed), distal conductor fracture (overstress), inner insulation kinked buckled, blood in/on helix/lobe mechanism, and the lead stretched. The analysis visual indicated the lead had been stretched so the inner tubing buckled and prevents the helix from functioning, inner insulation is torn causing cross continuity to fail, the blood in the distal conductor most likely entered through the is-1 pin because no outer insulation breached were observed, and apparent explant damaged.

Event description:
It was reported that one day post-implant, a device check showed a microdislodgement of the rv (right ventricular) lead, along with poor sensing of r-waves and increased threshold. A lead revision was performed, resulting in satisfactory parameters. A few hours later, the patient reported the sudden onset of left sided chest/thoracic pain. Loss of capture was noted on telemetry, and a chest x-ray was indicative of cardiac perforation, but echocardiogram showed no sign of effusion. Several repositioning attempts were made, with the physician unable to find good numbers. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.